Event description:
It was reported via repair work order that the ibed was not alarming due to foot right side rail switch was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion code description-conclusion code 17- gave customer estimate for repairs needed.